Manufacturer narrative:
Date of event estimated. Date of explant is unknown. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced a burning sensation at the ipg site. In turn, surgical intervention was undertaken on an unknown date wherein the ipg was explanted to address the issue.